Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Work order search: claim# (B)(4). Is regarding an excessive vault exchange which is unrelated to this complaint. No similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022, a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.0/91 (sphere/cylinder/axis) lens tore and was damaged during loading. There was no patient contact. A replacement lens was implanted into the patient's right eye and the problem was resolved. Reportedly, status of the eye is, "good."